Event description:
Event description guidant received information that this atrial lead triggered a lead safety switch to occur due to impedance measurements greater than 2500 ohms in bipolar mode. It was noted that the patient does not require atrial pacing therapy, and atrial lead unipolar measurements were within the normal ranges. Additional information received states that this right atrial (ra) lead has a confirmed fracture through an x-ray that was performed. Boston scientific technical services (ts) was contacted and discussed that no intervention will be performed due to the patient's age. No other adverse patient effects reported.

Event description:
Additional information was received that the right atrial (ra) lead continues to exhibit high out of range pacing impedance measurements and was electrically abandoned by programming the device vvi. No adverse patient effects were reported.

Manufacturer narrative:
A technical services consultant suspected that the cause of the high impedance measurements was due to clavicular-first rib fracture. The consultant advised close monitoring of the lead in unipolar lead configuration. This lead remians in service. No additional information is available at this time. If additional information becomes available, this event will be updated.as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Event description guidant received information that this atrial lead triggered a lead safety switch to occur due to impedance measurements greater than 2500 ohms in bipolar mode. It was noted that the patient does not require atrial pacing therapy, and atrial lead unipolar measurements were within the normal ranges.